Manufacturer narrative:
The electrode lot number is x4278. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and found dirt and crystal formation in the mixing cup and nozzles. He cleaned the analyzer's parts and performed multiple ion-selective electrode checks. The customer performed a wash rack, calibrations, and checks. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode results from multiple patient samples tested on the cobas pro ise analytical unit. The following are examples of the reported discrepant results: on (B)(6) 2024: sample 1 the initial result from the analyzer was 147 mmol/l. The repeat result from another analyzer was 139.8 (140) mmol/l. Sample 2 the initial result from the analyzer was 148 mmol/l. The repeat result from another analyzer was 138 mmol/l. Sample 3 the initial result from the analyzer was 147 mmol/l. The repeat result from another analyzer was 139.3 (139) mmol/l. On (B)(6) 2024: sample 4 the initial result from the analyzer was 149 mmol/l. The repeat result from another analyzer was 141.9 (142) mmol/l. Sample 5 the initial result from the analyzer was 146 mmol/l. The repeat result from another analyzer was 138.8 (139) mmol/l. On (B)(6) 2024: sample 6 the initial result from the analyzer was 145 mmol/l. The repeat result from another analyzer was 133.7 (134) mmol/l. Sample 7 the initial result from the analyzer was 142 mmol/l. The repeat result from another analyzer was 131.3 (131) mmol/l. On (B)(6) 2024: sample 8 the initial result from the analyzer was 146 mmol/l. The repeat result from another analyzer was 137 mmol/l. Sample 9 the initial result from the analyzer was 148 mmol/l. The repeat result from another analyzer was 138 mmol/l.

Manufacturer narrative:
The investigation determined the event was caused by insufficient customer maintenance. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.